Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because they were dissatisfied with the fit of the right cylinder component. The existing pre-connected pump and cylinders were explanted and replaced. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.